Event description:
It was reported that the left ventricular (lv) lead had rising thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator (ICD)  - implanted: (B)(6) 2011; 5873w, adaptor - implanted (B)(6) 2011; 407652, implantable pacing lead - implanted (B)(6) 2005; 694765, implantable tachy lead - implanted (B)(6) 2009. (B)(4).